Manufacturer narrative:
The unit was received with unresponsive act, esc, and up buttons due to a flattened dome. The unit had missing segments due to a cracked zebra connector at the lcd board. The unit had a corroded battery tube, minor scratches on the lcd window, and cracked battery tube threads.

Event description:
The customer called in to report a keypad anomaly and that the batteries deplete fast. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.